Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply and cable were replaced and the zip ties on the new cable were removed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an interlock failure at boot-up and this occurred outside of a procedure. No patient injury was reported.